Manufacturer narrative:
Update to h10: investigation conclusion: response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.

Manufacturer narrative:
Investigation is ongoing and a supplementary report will be provided once complete.

Event description:
Customer reported that they received a suspected false positive result using cue covid-19 test for home and over the counter (otc) use (B)(6) 2022 (cartridge sn (B)(4), reader sn (B)(4), lot number 22900h). The individual received three (3) negative cue results on (B)(6) 2022 (sns (B)(4)). The individual received a negative pcr result on (B)(6) 2022. The individual had no symptoms, unknown if vaccinated and boosted, and had exposure. Cartridges may have been exposed to temperature above 85 degrees.